Manufacturer narrative:
Article citation: dashevsky bz, gallagher km, grabenstetter a, et al. Breast implant-associated anaplastic large cell lymphoma: clinical and imaging findings at a large us cancer center. Breast j. 2018; 00: 1¿6. Https://doi.org/10.1111/tbj.13161. The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Journal article titled "breast implant-associated anaplastic large cell lymphoma: clinical and imaging findings at a large us cancer center" from 'the breast journal pp.1-6' reported patient 3 had left side "peri-implant seroma," "nodular thickening of implant capsule," and "bia-alcl." Pathological markers cd30+ and alk- were confirmed for alcl diagnosis. Device has been explanted. Manufacturer of the device is unknown.